Event description:
Customer reported to beckman coulter, inc. (Bec) that there was an issue with sodium (na) results generated on the unicel dxc 600 synchron system (dxc 600). Customer reported that she did not have any supporting data. Customer reported that she was not sure if the results ran high or low. Customer reported that recalibration took care of the issue. Customer reported that this issue has been observed on 2-3 occasions. Customer reported that erroneous results were not reported outside the laboratory. Customer reported that they were not using bec bleach or saline. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec evaluation of the dxc 600 indicated the control bottles used by customer at the time of the event were almost empty. The customer recalibrated and opened fresh qc material, which resolved the issue. Bec field service engineer (fse) evaluated performance of the dxc 600 which passed specifications. Root cause is unknown.

Manufacturer narrative:
(B)(4).